Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not returned for analysis; therefore a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the calcified and moderately tortuous right common iliac artery (cia). The 8.0x40mm wanda balloon catheter was advanced to the lesion for post dilatation of a 7.0x57mm non bsc stent. No resistance was noted with the wanda. The balloon was inflated twice to 12 atms and ruptured on the second inflation. The procedure was completed with a non bsc 8.0x40mm balloon. There were no patient complications reported and the patient's status is good. This product is only ous approved but it is similar to an approved us device.